Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an air embolism entered the patient. The target lesion was located in the left anterior descending artery. A guide was placed in the left main and the watchdog hemostasis valve was attached. During saline flushing with the seal opened, the secondary seal closed causing an air embolism to be flushed into the left coronary causing left main occlusion. The patient coded but the physician was able to restore blood flow and precede with the intervention. The procedure was completed and a balloon pump was placed for hemodynamic support. No further patient complications were reported. It was not known how the secondary seal became locked.